Event description:
It was reported that a pump declared an altitude alarm, causing the customer's insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's instructions to clean the pump and attempt resuming insulin delivery, but the issue recurred. After waiting two hours, the customer was able to load a new cartridge, and the pump resumed normal operation. Technical support suggested that exposure to condensation or humidity might be the cause and provided tips for preventing future altitude alarms.